Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was performed for the reported complaint and libre sensors showed no anomalies or non-conformances that could lead to the complaint.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 175 mg/dl on 21-oct-18 and self-administered insulin (dose/type unknown). Customer reported experiencing symptoms of hypoglycemia described as losing consciousness and sweating, and that her daughter gave her sugar as treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 175 mg/dl on (B)(6) 2018 and self-administered insulin (dose/type unknown). Customer reported experiencing symptoms of hypoglycemia described as losing consciousness and sweating, and that her daughter gave her sugar as treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. Device received by mfg was incorrectly documented in the MDR follow up #1 report. The correct date is august 08, 2019.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 175 mg/dl on (B)(6) 2018 and self-administered insulin (dose/type unknown). Customer reported experiencing symptoms of hypoglycemia described as losing consciousness and sweating, and that her daughter gave her sugar as treatment. No further treatment was required. There was no report of death or permanent impairment associated with this event.